Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a customer called the contact center stating she needed to order supplies and sensors and was advised to contact her distributor for those items. She expressed concern that she might be over-compensating on her pump and reported fluctuating blood glucose levels, ranging from a high of 325 mg/dl to a low of 56 mg/dl. She stated that her glucose levels were outside the 70¿180 mg/dl range for a couple of hours per day. The customer described treating her low glucose levels with grape juice, waiting 15 minutes, and then treating again if her glucose levels did not change. She reported that her levels would eventually rise but then become very high. She requested assistance with her fluctuating glucose levels and stated she might need her pump settings reviewed. She reported that no ketone testing was performed, no recent steroid use, and no professional medical intervention or other assistance was received. No immediate health effects such as loss of consciousness, dizziness, or diabetic ketoacidosis were reported. She stated she was stable at the moment and would continue monitoring her glucose levels while awaiting follow-up for additional training support. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.